Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the device was unable to cross the lesion. The mildly calcified concentric lesion was located in the moderately tortuous left anterior descending artery (lad). A 24 x 3.00mm taxus liberté was advanced to the lesion, however the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. Returned product revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by mfg: visual and microscopic examination identified distal stent damage. Struts on the first two rows from the distal edge were raised and severely misaligned. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).